Event description:
The rptr did meter to lab comparison tests, within 10 mins. Rptr's meter read 80 mg/dl, and the lab test result was 60 mg/dl. Rptr did not have any symptoms. No harm was alleged. Follow-up attempts to contact the rptr for further info have not been successful.